Manufacturer narrative:
Concomitant products: t505c223 tissue valve, implanted: (B)(6) 2016.

Event description:
It was reported that, post transcatheter aortic valve replacement (tavr) procedure, the right ventricular (rv) lead exhibited high thresholds. The physician suspected that the lead had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.